Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure for atrial fibrillation with smartablate irrigation pump tubing where a hazy film was found inside the tube. During flushing, the hazy film was noticed, along with the presence of microbubbles. Despite the flushing, the microbubbles seemed to stick to the film. It did not appear that the film was moving during flushing, either. The tubing was eventually replaced, and the case was completed without patient consequence. The issue with the microbubbles is not reportable. The presence of bubbles in the tubing set is an expected part of procedure setup, and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. However, if foreign material is present inside the tubing set, it can cause embolism or stroke. As a result, this event is MDR reportable.